Manufacturer narrative:
The events of "biofilm infections," being "disfigured" and "sick" with "sweats" and "chills," effects were "ruining" their life, their face is "terrible," their self-esteem is gone, and their life is "no fun anymore" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Additional information: infection was also reported by the healthcare professional in the medial cheek. Patient additionally reported they developed "biofilm infections," being "disfigured" and "sick" with "sweats" and "chills." Patient also stated the effects were "ruining" their life, their face is "terrible," their self-esteem is gone, and their life is "no fun anymore." Healthcare professional reported patient additionally received surgery for an "open incision and drainage."

Manufacturer narrative:
Medwatch sent to FDA on 6/7/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "warmth and redness," swelling, abscesses, cellulitis, and scarring are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." "Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." "Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." "Post-market surveillance: juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported their nurse injected a patient in the cheeks with 1 syringe of juvederm voluma xc. Four weeks later, patient developed "warmth and redness on the right cheek." Since then, patient has "gone back and forth from [the] right and left cheek with swelling, abscesses, and cellulitis." On the day of onset, patient was treated with oral antibiotics by the reporting healthcare professional. Healthcare professional switched the antibiotics approximately a week later. Patient was also treated with vitrase up to 4 separate times. Healthcare professional also reported treating the patient by draining both cheeks "multiple times." Treating healthcare professional referred the patient to an ent and states "patient will be left with scarring." Symptoms are ongoing. A culture was performed and came back negative. A CT scan showed cellulitis and abscess. Patient takes a "steroid shot in the shoulder joint" for a shoulder injury. Patient is allergic to sulfa and is a smoker.